Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. DHR (device history review) is pending. Additional information was requested, and the following was received: (1) could you please provide more details for "cartridge misfired"? - staple line didn't form properly. (2) did the device cut? - yes, the device. (3) if the device cut/fired, was the cut line complete? - cut line was complete. (4) did the device staple? -yes, but not properly. (5) if the device stapled/fired, was the staple line complete? - no. (6) if the device stapled, was the shape of the staples (b-formation, irregular, unformed)? - information not available .(7) did the device close? - yes. (8) did the device fire? - yes. (9) did the device open? - yes. (10) was the device difficult to close on the tissue? - information not available. (11) was the device difficult to fire? - information not available. (12) was the device difficult to open? - information not available. (13) on which firing did this occur? - second. (14) did the tissue retaining pin lock into the correct position? - yes. (15) could you please clarify if there were any patient consequences? - fecal matter spillage leading to increased operative time. (16) could you please clarify if was any change in the post-operative care of the patient as a result of the event? - unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a lower anterior bowel resection the cartridge misfired. Action taken, replaced. The surgery was delayed by 30-minutes and successfully completed. No fragments were generated. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 01/12/2023. Additional information: DHR (device history review) completed for lot # 569a75.